Manufacturer narrative:
On april 11, 2017, the (B)(4) clinical specialist who observed the customer's reprocessing issues conducted an in service on endoscope manual cleaning and high level disinfection, as well as automated high level disinfection using the medivators dsd-201 model machine.

Event description:
During a recent site visit, an (B)(4) clinical specialist observed various inconsistencies with customer adherence to manufacturers' reprocessing recommendations including lack of enzymatic detergent during pre-cleaning, failure to completely immerse endoscopes in detergent, brushing channels only once, incomplete immersion of scopes in rinse water and failure to inject water in channels post detergent exposure. Plus, use of incorrect medivators channel adapters during reprocessing of scopes in dsd aer. There were no reported patient injuries or allegations of product problems against fujifilm endoscopes.